Event description:
During a ptca/stenting treatment procedure, the maverick otw balloon ruptured at 12 atms (rated burst pressure) on the initial inflation. The maverick otw balloon was being used to predilate the lesion prior to placement of a penta 3.5/18 mm stent. The lesion being treated was calcified, 99% stenotic lesion in the mid lad coronary artery. The pt was asymptomatic during this event. The maverick otw balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.